Manufacturer narrative:
H.6. Investigation: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 8267521. Customer states that there is a small split in the barrel. The returned syringe was examined and exhibited cracks in the barrel ranging from the 34-80 unit markings. A review of the device history record was completed for batch# 8267521. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200782893, 200782615] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Maintenance dispatch #45070 was entered during the production of this batch for damaged barrels. The issue was resolved by adjusting the top and bottom air jets.

Event description:
It was reported that a crack was found in the barrel of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle during use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported - found 3 syringes with a small split in the barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the barrel of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle during use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported - found 3 syringes with a small split in the barrel."